Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2023 after participating in a trial phase and wear experience with nalu. The implantable pulse generator (ipg) was placed in the lower back area and the implanted leads were placed in the area of c2 to target the occipital nerve. In (B)(6) 2024 the patient reported pain levels had decreased from 8/10 down to 1/10 and returned to work. In (B)(6) 2024 the patient reported loss of therapy from the system. Imaging was performed and field investigation concluded that the implanted leads had migrated away from the intended nerve target. A surgical revision was performed on (B)(6) 2024 with the intention of repositioning the migrated leads. During the procedure the ipg was damaged and required replacement.

Manufacturer narrative:
Patient is reported to work in a physically demanding job and also is caregiver for young children at home. Migration is a known inherent risk of implantable neuromodulation systems, however it is potentially significant that the lead migration took place shortly after the patient returned to work.